Event description:
Philips patient information center (picix) monitor is used at our hospital to monitor patients blood pressure, pulse, etc from a central nursing station location. This has become increasingly important through the covid pandemic, when staff need to continuously monitor and evaluate patients without going into isolation rooms. We have identified and had continuous problems with a significant safety issue involving these monitors. When you attempt to run the blood pressure at the central station on these monitors, the tab to run the blood pressure is directly under the tab to turn all alarms off. Because it is a touchscreen monitor you can inadvertently touch the tab to turn off all alarms and there is no additional safety mechanism or notice (pop up or confirmation) that you have just turned off all alarms other than the patient's pulse alarm. This is an extremely small box with tabs and easy to press the wrong tab. When this significant safety concern was brought to philips they indicated it was not feasible to change this in any manner, not to change the location of where the tab to turn off alarms is located, not to add a pop up warning that the alarms have just been turned off, they simply offered no solution to advance patient safety. FDA safety report ID# (B)(4).